Manufacturer narrative:
The reported event of failure to remove lead from header was confirmed. The reported event of loose connection was not confirmed. The reported event of unspecified fitting issue was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device header found right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during an implant procedure, the set screw on the implantable cardioverter defibrillator (ICD) would not fully tighten and could not be unscrewed to release the lead from the header. The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient's condition remained stable.